Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had button anomaly. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to missing retainer.